Event description:
It was reported that when the product was powered on during a set up, there was a continuous beeping noise coming from the product. It was further reported that the lcd screen did not function.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. Functional testing was performed on the product in order to try to reproduce the reported failure mode. The product was powered on and the touch screen display was not present. In addition, a continuous beeping noise was noted. The product was disassembled and the investigation focused on the mio and bam circuit boards. The mio circuit board was swapped with a known good mio circuit board and the product was powered up. The display was present. However, the touch screen was not operational. The touch screen was calibrated and the product was functionally tested. The product performed as specified. The root cause of the reported failure was traced to a defective mio circuit board. In sum, the reported failure was confirmed. The failure mode will be monitored for future reoccurrence.